Event description:
A customer reported a pt had induced astigmatism and an indentation in the corneal stroma 2 days post lasik in the left eye. The surgeon had lifted the flap thinking there was striae causing the astigmatism but found the stromal indentation instead. The surgeon, but the flap back down without further treatment. Additional information has been requested.

Manufacturer narrative:
Additional information has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).